Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was found to be peeling up from the base and torn at the up arrow keypad button. The ok, up arrow, and contrast keypad buttons were unresponsive. The keypad cover was removed, revealed that the ok button contact was misaligned and that there was contamination under all button contacts. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The battery compartment was observed to be cracked. The display was dim, fading, and discolored. The audio bolus button cover was damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the following: the ok, up arrow, and contrast keypad buttons were unresponsive; the ok button contact was misaligned; there was contamination under all button contacts; the display was dim and discolored; and the battery compartment was damaged. This report is made based on results of investigation completed on (B)(6) 2015.